Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room. During the procedure, the reported lead was flushed and entered the body. And then removed from body and flushed again. It was noticed that saline exited the center of the body of the lead. The lead was removed and not implanted. Another lead was used, and the patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.